Event description:
It was reported that the ventricular lead exhibited high impedance and noise. A thorax x-ray confirmed the lead was fractured. The lead was explanted and replaced on (B)(6) 2014. The patient was in normal condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis found clavicle crush damage at 34.1 cm to 34.4 cm from the connector pin. The outer coil was found to be fractured/separated due to clavicle force damage. This likely caused the reported complaints of high impedance and noise.